Event description:
The patient called the company on (B)(6) 2015. She called to ask if she could use a tens unit as her vns is turned off. Conversation with the patient revealed that her device remained programmed off after the initial report. She stated that she ultimately wanted her device disabled because she thought that the neurologist was turning the vns up too high.

Event description:
It was reported that a vns patient presented at a physician's office requesting to have her device turned off because patient believed vns caused her to have manic episodes. The physician did not believe that vns caused the patient's manic episodes, but turned the device off to further prove to the patient that it was not due to vns. The physician wanted to see the patient the following week to turn the device back on. However, attempts for additional information from the physician have been unsuccessful to date.